Event description:
It was reported "pump charging quality very affected." There was no reported adverse effect to the customer's blood glucose level. No additional patient or event information was available.